Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced sodium reference electrode to resolve the issue. The fse performance ise calibration integrity check and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported obtaining low sodium results for six (6) patients on their dxc 600 pro clinical chemistry analyzer. The customer repeated the patient samples at their other laboratory. The customer did not release the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided initial low results for four patients only.